Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/06/2020.

Event description:
The customer reported keyboard failing. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective mmi, pcba to address the reported problem. The unit successfully passed the required performance verification test.